Event description:
It was reported when using the tube k3edta plh 13x75 3.0 blblce lav, the device experienced coagulation after sampling. This event occurred 6000 times. The following information was provided by the initial reporter. The customer stated: customer notice coagulation even if he follows the correct procedure after blood sampling.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. There were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to duplicate or confirm the customer¿s indicated failure mode, clotting, because the defect was not evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Initial reporter email: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube k3edta plh 13x75 3.0 blblce lav, the device experienced coagulation after sampling. This event occurred 6000 times. The following information was provided by the initial reporter. The customer stated: customer notice coagulation even if he follows the correct procedure after blood sampling